Event description:
Info received indicates the ground resistance reading was found out of range on the bed during a preventive maintenance check.

Manufacturer narrative:
The technician isolated the issue to the ac power cord. He replaced the power cord to repair the bed.